Event description:
The complainant reported a patient was on impella 5.5 support and during support, a "pump stopped_aic failure" alarm occurred and the pump stopped. The automated impella controller was replaced and the pump was restarted. Support continued and the patient remained stable.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation has been completed. The impella pump was returned for investigation. The console displayed ¿impella stopped. Controller failure,¿ event #1047, due to a pmd communication issue for more than 17 seconds. Rt logs confirm the pump stop (rt log pump stop.png). This aligns with the reported failure mode. This console was tested and unable to reproduce the reported failure mode after running the pump for 1 hour. Measured 20.12 v on connector j001.2 of the impellatronic board, confirming no issue with the pbm. The ribbon cable is appropriately connected between the impellatronic and the 4-in-1. The root cause of the intermittent pmd communication issue was most likely the impellatronic board malfunction.